Manufacturer narrative:
Device investigation narrative - one bioraptor knotless suture anchor inserter was returned for evaluation. Visual assessment of the device confirmed the reported complaint of the shaft coming free from the handle. Dimensional inspection of the shaft found it met print specifications. Handle ID were shaft interfaces could not be accurately measured due to the nature of the assembly process (press fit). A review of the complaint database confirmed this failure mode to be isolated in nature. No additional actions are warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "introducing fitting" separated from the handle when the surgeon was attempting to remove the introducer handle from the bioraptor knotless suture anchor. The introducer was removed with the use of forceps. Surgeon was able to use this anchor to complete the procedure. A delay of three minutes was noted and no patient impact.